Event description:
The pt heard a clicking sound in knee, subsequently, he was scoped and the patella was found to be floating in the knee. Upon inspection it was noticed that two of the pegs had broken off of the button.